Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited unsatisfactory electrical measurements. The lead was inserted in a deep septal placement and a suitable target location was found. The lead was tunneled to an interventricular septal position; however, when the measurements were taken via electrocardiogram, the electrical measurements were suboptimal. The helix was retracted, and the lead was removed for inspection of tissue ingress in the helix. The physician removed a small amount of tissue from the helix and tested the extension mechanism. It took a considerably higher number of rotations to extend the helix and when it did extend, the physician noticed that the helix was slightly bent off axis. Retraction of the helix also took a higher than normal number of rotations; therefore, the physician opted to use a new lead to complete the procedure. The replacement lead was positioned successfully on the first attempt. No adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited unsatisfactory electrical measurements. The lead was inserted in a deep septal placement and a suitable target location was found. The lead was tunneled to an interventricular septal position; however, when the measurements were taken via electrocardiogram, the electrical measurements were suboptimal. The helix was retracted, and the lead was removed for inspection of tissue ingress in the helix. The physician removed a small amount of tissue from the helix and tested the extension mechanism. It took a considerably higher number of rotations to extend the helix and when it did extend, the physician noticed that the helix was slightly bent off axis. Retraction of the helix also took a higher than normal number of rotations; therefore, the physician opted to use a new lead to complete the procedure. The replacement lead was positioned successfully on the first attempt. No adverse patient effects were reported. This lead is not expected for return.